Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone that insulin pump had unexpected restart alarm, displayable history crc check failed on startup. Customer¿s blood glucose was 138 mg/dl at the time of incident. Customer was able to clear the alarm. Customer was able to complete rewind. Troubleshooting was performed for pump alarm. Customer stated that recurring of displayable history crc check failed on startup. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, a21 error test, and self test. Unable to download unit to care link pro due to several a47 alarms at the alarm history file.